Event description:
It was reported that a patient death occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 27 mm watchman flx laa closure device with delivery system (wds) and the patient was discharged on eliquis. Five days post index procedure, the patient presented to the hospital with right sided weakness. The neurological department was consulted and a spontaneous intracranial hemorrhage was diagnosed. The patient underwent placement of a shunt. Five (5) days post presentation to the hospital, the patient died.